Event description:
It was reported via repair work order that the rail assembly does not always lock the cot in place due to the rail assembly needing lubricating. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.